Event description:
Pt's catheter venous line disconnected from dialysis tubing during treatment. Disconnect happened at luer lock connector. Staff intervened to reconnect tubing. Pt lost approx 300ml of blood.